Event description:
During a laparoscopic liver wedge resection procedure, the plastic pad on the inactive jaw had a piece of plastic hanging. Another like device was used to complete the procedure. There was no patient consequence.